Manufacturer narrative:
(B)(4). Customer's report of "channel disconnected" alarm could not be confirmed. Customer did not record the device serial number and no device or device logs were returned or expected to be returned. An on-site visit determined that improper cleaning techniques were being used. Customer was advised to discontinue use of unapproved cleaners and to follow proper cleaning techniques as instructed in the directions for use.

Event description:
Customer reported corrosion issues leading to "channel disconnected" alarms during site visit to evaluate proper cleansing techniques. No devices are being returned. No pt harm reported and no medical intervention required.